Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that on their way to florida they developed an infection which caused a lot of pain. The patient contacted their healthcare professional (hcp) who prescribed medication to relieve the pain and treat the infection. The patient noted that the drugs prescribed were methylprednisolone and ¿amor-eloo¿ at 85 mg. The patient reported that the situation had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va181zx, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient seemed to be feeling pain where the leads met the nerve since implant on (B)(6) 2016. It was indicated that it didn't appear to be the "device box." However, it was stated that the patient was implanted on the right side, but was feeling pain on the left side. The patient's pain was being managed by steroids for a few weeks. It was indicated that the patient was feeling ok until this morning. They had quite a lot of pain, and the consumer was nervous that the patient may fall because of the shooting pain. The consumer mentioned that the patient was now on augmentin because there was a possible concern for infection. The indications for user were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.